Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a vibrating sensation and heard an audible buzzing which they related to their implantable pulse generator (ipg). A device check revealed some slight variations in the right ventricular (rv) lead impedance. Thelead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.